Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the caller read from an operative report which indicated the reason for the patient's battery replacement on (B)(6) 2020 was due to a malfunctioning device. They were unable to clarify further. Additional information was received from a healthcare provider (hcp). The hcp, a nurse at the doctor's office, stated the reason for replacement was because the patient was experiencing a shocking sensation (cause unknown), and also some leakage, so their healthcare provider decided to replace the device.